Event description:
It was reported that follow implant of the cardiac resynchronization therapy-defibrillator (crt-d), the patient developed moderate interstitial pulmonary edema. The patient developed rhonchorous upper airway sounds at the end of implant procedure requiring suctioning. Post procedure additional suctioning was required. The patient developed decreased oxygen saturation when attempting to cough up secretions. Chest x-ray confirmed diffuse increased prominence of interstitial and pulmonary markings compatible with edema. The patient was admitted for overnight observation. The patient was treated by nebulizer and the edema was noted as resolved the following day. A chronic right ventricular (rv) lead and left ventricular (lv) lead remain in use. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 419378, lead, implanted: (B)(6) 2002. (B)(4).